Event description:
Journal article received: minimally invasive percutaneous plate osteosynthesis (mippo) using the dcs in proximal and distal femoral fractures, injury, volume 28, supplement 1, 1997, pages a20¿a30 reported: in a prospective study of 14 cases of supracondylar or subtrochanteric fractures or osteotomies stabilized with a dynamic condylar screw (dcs) inserted using a minimally invasive percutaneous plate osteosynthesis (mippo) technique, it was reported that a blind (B)(6) female with advanced insulin dependent diabetes mellitus, fatigue failure of the implant occurred and a second procedure was required to obtain union. The patient was treated with an open conversion of the dcs to a dynamic hip screw. No further information is available. It is not known if it was a synthes device. This is report 2 of 3 for compalint (B)(4). This report is for an unknown amount of unknown screws.

Manufacturer narrative:
Date of event: injury, volume 28, supplement 1, 1997, pages a20¿a30. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.